Event description:
The customer received a questionable estradiol result for one patient sample. The initial result was 4000 pmol/l. This result was questioned and the sample was repeated. The first repeat result was 24.96 pmol/l. On (B)(6) 2013, the sample was repeated and the result was 22.37 pmol/l. It was unknown if the erroneous result was reported outside the laboratory. Clarification has been requested. The patient was not adversely affected. The estradiol reagent lot number was 172078. The expiration date was requested, but not provided. A specific root cause could not be identified. The investigation determined use of an inappropriate centrifugation time of three minutes with a too high force of 2000 rfc was the most likely cause of the event.

Manufacturer narrative:
No information was provided on the specific part number involved in this event. This event occurred in (B)(6).